Manufacturer narrative:
Concomitant devices: sheath (6fr 11cm, terumo). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 16049174 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During the placement of an optease filter , it was reported that an approach was made from the common femoral vein. A sheath introducer (accessory for optease complaint product) with a dilator were tried to be inserted into the target vessel, but it could not be inserted. At this time, the tip of the sheath was frayed. Another sheath (6fr 11cm, terumo) was inserted into the vessel and then the sheath introducer of the optease was tried to be inserted again. But it could not. Therefore another ivc filter was inserted from the jugular vein and the procedure finished successfully. There was patient injury reported. The target lesion was ivc with no calcification and tortous. The product will not be returned for analysis.

Manufacturer narrative:
Additional information received indicated that the access site vessel characteristics are unknown. There was no excessive torque used during the attempt to insert the sheath into the patient. The product was stored, inspected and prepped per IFU. Complaint conclusion: while attempting to insert the sheath introducer and the dilator difficulty was encountered, the csi was removed and the tip was noted to be frayed. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.